Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock. The ventricular tachycardia-1 (vt-1) zone was programmed at 140 beats per minute (bpm) with anti-tachycardia pacing (atp) only. There was undersensing of atrial fibrillation (af) ventricular greater than atrium became true. Technical services (ts) discussed programming options to mitigate the issue. It was noted that the shock was overwritten; therefore, it is unknown if the shock was appropriate. Ts indicated if there was a three zone device and the atp events occurred after the shock, the shock event would be overwritten. Ts indicated this was normal but undesired behavior. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information was received that the device was electively explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.